Event description:
It was reported that the patient underwent conversion from an im femoral nail to a left total hip arthroplasty. Subsequently, during physical therapy and weight-bearing, the patient experienced a midshaft femoral fracture. As a result, the patient underwent a revision surgery and fracture fixation approximately 3 weeks after initial implantation. No further patient impact reported. No further information available.

Manufacturer narrative:
D10: 170-28-00 - biolox delta femoral head 28mm od, +0mm: b198879. Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.